Event description:
It was reported that the pump was over administering the medication. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator device are unknown. No information has been provided to date.

Manufacturer narrative:
Additional information received on 28-jul-2022 via email and attached to complaint object: the event was not on a patient. This device was returned from smiths medical after it was involved in an over fusing event. Smiths medical company sent it back ?repaired". Tested the unit multiple times in the shop trying to verify before putting it back to patient use and it failed 7-8 times. Different cassettes were used on multiple events. Event problem and evaluation codes: updated . Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. Replaced the expulsor assembly as preventative measure and replaced the downstream occlusion sensor due to the multiple alarms found in the ehl. The cause of the reported problem could not be determined. A manufacturing DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.